Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pilot holes were drilled in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the final outcome of this surgery was successful as intended, with all screw placements correct at the end of the very same surgery. There were no negative effects to the patient due to the pilot hole drillings, also not due to surgery/anesthesia prolong of ca. 5min. There was no (direct or increased) risk to harm a critical structure due to the deviating pilot holes. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the ca. 3 mm deviation of 3 pilot hole paths prepared on the left side of the thoracic spine with the aid of navigation is: movement of the navigation reference array unit during surgery on and in relation to the vertebra on which it was attached (t9), due to insufficient rigid fixation and / or inadvertent forces applied to the reference array unit at the surgery (e.g. By draping, instrumentation performed, and here especially surrounding skin/soft tissue- since the array was fixated at the lower corner of the incision with the adjacent skin/soft tissue possibly applying forces to the array unit when operating). Array movement if occurs after the registration to navigation was accepted, leads to a shift between the navigation display of the image dataset and the actual patient anatomy. Apparently the resulting deviation of the navigation display was not recognized by the user with the necessary navigation accuracy verification after registration, and throughout the procedure, before the pilot holes were made. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the thoracic spine for t6-t7 laminectomy with resection of an intradural tumor at vertebra t7, and fusion of vertebrae t5-t8, with intended placement of 7 pedicle screws for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 2.6. During the procedure the surgeon: attached the navigation reference array on vertebra t9, with the patient in prone position, acquired an intra-operative (pre-surgery) CT scan for the region of interest of the spine with automatic image registration to match the display of the navigation to the current patient anatomy, verified the accuracy of registration in the navigation and accepted the registration to proceed. Used the navigated pointer to determine the locations of the pre-openings of the cortical bone with a non-navigated drill. Placed the navigated drill guide 2.6 mm on the openings and created the pilot holes drilling through the guide tube on left t5, t6, t8. When re-checking the pilot holes with the pointer, before the intended following screw placements, determined a deviation of the 3 left side pilot holes of ca. 3 mm medial to the right from the intended positions in the vertebrae. Re-verification of navigation accuracy at this point of time on other anatomical landmarks revealed that the navigation display meanwhile deviated by this amount and direction. Acquired another intra-operative CT scan for the region of interest with automatic image registration, and verified the accuracy of the registration and navigation to be as desired again. Corrected the pilot holes on left t5, t6, t8 to the intended positions with re-drilling through the navigated drill guide, and placed the pedicle screws with a navigated screwdriver at the intended positions. Using the same navigation method as above, drilled the further 4 pilot holes on the right side and placed the remaining 4 intended following pedicle screws in right t5-t8 at the correct positions. Completed the surgery successfully as intended, including verification at the end of surgery with a final intra-operative CT scan to confirm the correct hardware placements as intended. According to the surgeon: the ca. 3 mm deviation of 3 pedicle pilot holes on left t5, t6, t8 (of 7 intended altogether left and right) was detected by the surgeon with navigation before the following screw placements, and the deviating pilot holes were successfully corrected at the very same surgery with navigation with a new registered intra-op CT scan before continuing with the surgery / screw placements. The final outcome of this surgery was successful as intended, with all intended (screw) placements correct at the end of the surgery. There were no negative effects to the patient due to the pilot hole drillings, also not due to surgery/anesthesia prolong of ca. 5 min. There was no (direct or increased) risk to harm a critical structure due to the deviating pilot holes. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.